Event description:
There was an allegation of discrepant high results for 2 patient samples tested for phos2 on a cobas 8000 c 702 module. Patient 1 initial result was 8.27 mg/dl. The sample was repeated twice with results of 4.63 mg/dl and 4.43 mg/dl. The questionable result for patient 1 was not reported outside of the laboratory. The sample was repeated as the initial result did not correspond to the patient¿s historical results. On 27-nov-2023 patient 2 initial result was 5.06 mg/dl. The repeat result was 3.81 mg/dl.

Manufacturer narrative:
The phos2 reagent lot number was 73347501 with an expiration date of 30-sep-2024. The field service engineer (fse) realigned the rinse rube, performed a mechanism check, adjusted the gear pump, and performed an air purge. Precision tests and a reagent probe contamination test were performed. The issue was not resolved at the customer site. On 28-nov-2023 the fse returned and replaced the cell rinse tube. The customer had no further issues after the cell rinse tube was replaced. The investigation determined the event was due to a maintenance issue.